Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, lot#: nlh032112n, product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11, information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported they were having trouble with the remote and saw a ¿system problem¿ error. The code was unknown. Patient thinks they have a defective remote and needed a new one. Patient reported they ¿plugged it back in and it started charging again after the screen had gone dead after a day.¿ patient explained that on march 8th at 10pm they were charging up their remote. They got it up to 90% and was going to go to bed. They pressed a button to disconnect. It was then locked up with the screen on until 10pm the next day when it went dead. It was also reported that their device had never worked. They said they know it is working because it tingles in their legs and that is the only way they can tell it is working. It doesn't help their hips and back like it did in the trial. No further complications reported/anticipated. On 2019-mar-26, additional information received from the patient. It was noted that the battery was bad. There were no further complications or anticipations reported with this event. On 2019-apr-18, additional information was received from the patient reporting the their device never worked for them. They stated that they had been to their healthcare provider (hcp) many times for reprogramming, but none of the programs had worked for them like the trial did. The patient stated that the trial worked for them the same night that the trial started. The patient stated that they went to their hcp on (B)(6) 2018 for a follow-up appointment and on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 for reprogramming. The patient stated that they worked with three different manufacturer representative (rep) about the issue, but nobody could seem to figure out what was going on. They all said that the patient was on the same program as they were for the trial, but the patient stated that it was not because it was not helping with their pain. The patient stated that they had three mris and an x-ray performed to figure out why they stimulator wasn¿t working, but the hcp stated that everything was good and in the right location. It was reported that they were close to getting a lawyer due to the faulty equipment. The patient stated that they also considered getting the device taken out. The caller mentioned that they had appointment next month to get a shot in their hip due to the stimulator not helping with their pain. It was reviewed to consider increasing/decreasing the amplitude or changing programs if medically appropriate, but the patient declined because they had changed programs 20 times in the past. The patient stated that each time they got the hcp ¿they give them 2-3 programs to try until their next appointment¿. They stated then they do it all over again, but nothing was working. The patient was redirected to follow-up with their hcp to check the ins and for possible reprogramming. The event began since implant ((B)(6) 2018). No further complications were reported/anticipated. On 2019-may-03, additional information was received. Consumer reported an MRI and x-ray were done as well as changing programs. It was reported that the issue was not resolved and that they go back may 9th. No further complications reported/anticipated. On 2019-jun-17, additional information was received from the patient. They reported that during the week of (B)(6) 2019 they had seen a different doctor for a 2nd opinion. That doctor told the patient that their arthritis was causing the pain; not the spinal stenosis. The doctor had reviewed with the patient that they could have a surgery to add hardware, but there were concerns about performing surgery due to the patient's age and the patient reported they did not want to have the surgery. The patient was going to see their pain doctor to review the information. No further complications were reported or anticipated. On 2019-dec-02, additional information was received from the patient reporting their stimulator never worked while they were seeing their first doctor for about nine months. The patient stated that they then saw their current doctor about their stimulator not working for them and an x-ray showed the leads were ¿already dead¿ and ¿weren¿t working for the patient because they weren¿t up high enough to benefit the patient¿. It was reported that the patient had surgery ¿about 8 to 9 weeks ago¿ to moved the leads up higher. The event occurred since implant ((B)(6) 2018). No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was not responding to the therapy. The hcp reported that the patient¿s device was explanted and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 97745, lot#/serial#: (B)(6), product type: programmer, patient product ID: 97745bp, lot#: (B)(6), product type: accessory. Product ID: 97745, lot#/serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had been having problems with their implantable neuro stimulator (ins) since they put it in. The patient further clarified that their ins had never worked since implant and that they¿ve tried 50-60 different programs. The patient stated that they felt that they were having swelling around the ins and x-rays were ta ken, which determined that the leads weren¿t up high enough. It was noted that the patient had a revision surgery on 2019-(B)(6) to move the leads up and the device started working afterwards until they developed a hernia. The patient stated that they had a CT scan and it was confirmed that the leads were still placed correctly following the revision surgery. The patient mentioned that they¿ve had their ins reprogrammed several times due to the issue of the ins never working for them. One specific manufacturer representative reprogrammed it twice and it didn¿t work, and then a different manufacturer representative reprogrammed it on (B)(6) but it still had not resolved the issue. The patient stated that they were working with that same manufacturer representative to get their original programming back. It was also reported that the patient¿s controller previously went dead and they were sent a new lithium ion battery pack. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.